Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged shortness of breath, dizziness, sore throat, eye problems also headache. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam become degraded and caused the pateint having shortness of breath, dizziness, sore throat, eye problems, headache. There was no report of pateint any serious harm or injury. The manufacturer also marked h10 section incorrectly in previous report. The patient also alleged having nasal irritation, which was not included in the initial report. In this report section h6 and h10 have been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal irritation, shortness of breath, dizziness, sore throat, eye problems and headache related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.